Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor seized, was blocked, jammed and heavy moving. Therefore, the reported condition was confirmed. The assignable root cause was determined to be wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that before surgery, it was observed that the compact air drive device had an unspecified defect. During in-house engineering evaluation, it was observed that the device was motor was seized, blocked, jammed and heavy moving. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization or if a spare device was available for use. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly